Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. The steps taken during the precleaning process were not provided, however the customer confirmed that multizym detergent is used. The steps taken during the manual cleaning process were not provided, however the customer confirmed that albyn medical brushes are used. For automated endoscope reprocessor (aer) treatment, a cantel laveur advantage plus machine is used with intercept plus detergent and rapicide pa (disinfectant). The scope is dried with a cantel endodry and then stored in a simple storage cabinet. During the device evaluation it was uncovered that the mouthpiece had a defect. It was also uncovered that the air/water cylinder was scratched. Lastly, it was observed that the connecting tube/ passive bending had stiffness control wire movement. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 54 colony forming units (cfus) of unspecified revivable micro-organisms. During the second sampling, the scope tested positive for > 80 cfus of unspecified revivable micro-organisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.